Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. CAPA reference number ca-2018-0171 a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted.

Event description:
Case ID: (B)(4), case status: open. Summary: 8015 error code 132.3000. Case notes: problem description 01/25/2018 13:45:39 rcrowe. Customer called experiencing error code 132.3000. After fidgeting with the tamper switch to ensure it wasn't stuck the fault did not clear. Recommended replacing tamper switch. Customer will send in for repair. Interaction record (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed no quality notifications were opened for the source device. The customer stated that there was no patient involvement. CAPA reference number (B)(4). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted.

Event description:
(B)(4). Customer called experiencing error code 132.3000. After fidgeting with the tamper switch to ensure it wasn't stuck the fault did not clear. Recommended replacing tamper switch. Customer will send in for repair. Interaction record (B)(4).